Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source there was no impact to customer's blood glucose level. During troubleshooting with tandem customer technical support (cts), the customer was instructed to leave the pump plugged into a power source for at least 30 minutes. Reportedly, the pump began charging.